Event description:
Drug/ diluent: 0.1% ropivacaine. Fill volume: 400 ml, flow rate: 5 ml/hr. Procedure: left total knee replacement. Cathplace: femoral nerve block. It was reported that the pump was filled to 400 ml with ropivacaine 0.1% and set at 5 ml/hr. Infusion started at 12:00 pm on (B)(6) 2013 and pump was found empty approximately 7:00 am on (B)(6) 2013. No adverse signs or symptoms reported and no injury, illness, or medical intervention.

Manufacturer narrative:
Method - the actual device was received for an evaluation and investigation. The device evaluation is anticipated, but not yet begun. Results - results are pending the completion of the sample evaluation, which is still in progress. Conclusions: evaluation is not yet completed. A follow up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.